Event description:
A doctor reported low power on output one using slit lamp, but normal output when using endo fiber during photocoagulation surgery. Two weeks later, output two was reported as having low laser power. The system was replaced with a backup laser. The procedures were completed successfully with no harm to the pt. Additional information received indicated the surgeon stated to perform the treatment, and he noticed that the laser didn't have the power he expected, so he increased the power until he got the result he wanted. After this he finished the procedure successfully.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).